Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range shock impedance measurement. The field representative performed limb manipulation and could not produce noise. There has been no inappropriate therapy. Boston scientific technical services (ts) recommended further testing to confirm lead integrity. The patient will be scheduled for a defibrillation threshold (dft) test soon. There were no adverse patient effects reported.

Manufacturer narrative:
Additional information was received that this lead was tested and replaced due to the out of range impedance measurements. The lead was cut and partially explanted and a new lead successfully implanted. There was no evidence of fracture observed on fluoroscopy. There were no additional adverse patient effects reported. The lead was returned severed 145mm from the terminal pin, only the proximal segment was returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed and found to be electrically continuous. Laboratory testing of the returned lead segment was unable to reproduce the reported clinical observations.